Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer did not recall any significant events leading up to the error alarm. Customer also reported that the insulin pump returned a no delivery alarm. Blood glucose level was 300 mg/dl at the time of the call. Customer reported recently visiting the emergency room due to back pain and a high blood glucose level. Customer reported that he was recently hospitalized due to having surgery. Blood glucose level at the time of the emergency room visit was around 300 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. A cracked reservoir tube lip, scratched reservoir window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No motor error alarms were noted. The motor tested okay.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.